Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had confirmed that a foley catheter ruptured at the site of insertion when the patient removed it themselves, and they would like an investigation into this. They have received word that a patient also removed the catheter themselves and experienced a rupture in august. At that time, the catheter was only 17 cm long at the tip, so no reports were made. However, this time, the catheter ruptured at the site of insertion, and they would like an investigation into this case. The patient was not inserted using forceps. (B)(6) was a photo of the self-removal of the catheter, which occurred in the past but was not reported by the hospital. (B)(6) was the actual item that experienced this issue.

Manufacturer narrative:
The reported event was confirmed ¿ user related. The reported failure was able to be reproduced. The product was used for urological care. Based on the sample evaluation, it was observed that only 7cm of the catheter part was returned. Using needle syringe, the balloon could be inflated and deflated without any difficulties. Based on the entry description, the foley catheter ruptured at the site of insertion when the patient self-removed it. Thus, the breakage did not occur because of any manufacturing process related cause. The reported event was confirmed as user related. The potential root cause for this failure mode could be user related since the patient had self-removed the catheter. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Correction: d,f,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had confirmed that a foley catheter ruptured at the site of insertion when the patient removed it themselves, and they would like an investigation into this. They have received word that a patient also removed the catheter themselves and experienced a rupture in august. At that time, the catheter was only 17 cm long at the tip, so no reports were made. However, this time, the catheter ruptured at the site of insertion, and they would like an investigation into this case. The patient was not inserted using forceps. Img3829 was a photo of the self-removal of the catheter, which occurred in the past but was not reported by the hospital. Img3834 was the actual item that experienced this issue.